Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the patient's pacemaker exhibited under-sensing on the atrial channel. No intervention was performed and the patient was in stable condition.